Manufacturer narrative:
Patient identifier, sex, weight, and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Model #: unknown/not provided. Serial # unknown/ not provided. UDI #: unknown as the serial number was not provided. Telephone number: unknown/ not provided. Device manufacture date: unknown as product serial number was not provided. Device evaluation: the phaco system was not identified and could not be evaluated. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the phaco system could not be reviewed as the serial number was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Citation: cristos ifantides, md, mba, junhun lee, md, rajy rouweyha, md, mark vital, md, david sretavan, md, phd; precision pulse capsulotomy: performance metrics and utility in routine and complex cases; j cataract refract surg 2020; 46:1522¿1529 copyright © 2020 published by wolters kluwer on behalf of ascrs and escrs.

Event description:
The following article was received based on a literature review: precision pulse capsulotomy: performance metrics and utility in routine and complex cases purpose: to evaluate precision pulse capsulotomy (ppc) performance. A total of 337 cataract surgeries were performed using either various models and brands of phacoefragmentation systems and intra-ocular lens including a signature (johnson & johnson vision). Of the 337 cataract surgeries, 52 cases were included in the study. Intraoperative adverse events reported were anterior capsular tear (n=2). The 1 of 2 who had a preexisting tear due to a trauma. There are no indications in the article of any interventions provided. It is not clear if these complications occurred in the eyes treated with signature (johnson & johnson vision) or implanted with tecnis za9003, tecnis zcb00, or symfony (johnson & johnson vision) or the other products nor is it clear if the events are directly attributable to the jnj devices.